Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the implant never functioned correctly from the time of installation. Patient also said it never held a charge, it had nothing but issues with it. Revision did occur. Device was removed and replaced with new device. Prior to 9 years from implant. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for clarification stated only that the ins never worked right and was replaced. There were no reported complications and no further complications were expected.